Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip ntw was selected for treatment, but while inserting the clip into the guidecatheter, the steerable guide catheter (sgc) was leaking and not holding column. Trouble shooting was performed, but the sgc was still losing column. The sgc and clip were removed from the patient. Another sgc was selected for treatment and the mitraclip ntw was implanted without issues. The procedure was completed with one clip implanted. The mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column during cds insertion could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.